Event description:
It is reported that the provisional was implanted for trial reduction. Upon successful reduction, slaphammer and hook was attached to stated provisional. Surgeon began to remove provisional and said provisional broke mid-way across, leaving stem in the femur. The remainder of the provisional was then removed without harm to patient.

Manufacturer narrative:
Evaluation summary: the provisional has fractured circumferentially and appears to have propagated at the base of the internal tightening nut. The device had a potential field age of approximately 5 years and 10 months at the time of return. It is possible that excessive force applied when attempting to remove the provisional body/stem construct from the femur may have contributed to the body fracture. Given the information provided, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.